Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise over-sensing on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.